Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that her blood glucose was over 400 mg/dl one time when she had to disconnect her insulin pump after multiple infusion set changes. Customer had experienced nausea and abdominal pain due to high blood glucose level. Customer also mentioned she was hospitalized due to diabetic ketoacidosis. Customer's blood glucose at time of call was 87 mg/dl. Customer mentioned she has been experiencing high blood glucose for several months, customer declined to wear the insulin pump. Customer treated her high blood glucose with insulin injection. During troubleshooting, found customer did not change site every 2 to 3 days as per guidelines. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.